Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigating is confirmed for fracture and positioning failure. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06080 fluency plus stent graft allegedly experienced positioning failure and fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of 72 year old male patient was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified . As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06080 fluency plus stent graft allegedly experienced positioning failure and fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of (B)(6) year old male patient was not provided.